Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and gel leak.

Event description:
Healthcare professional reported "extracapsular rupture", "color modification" and "capsular contracture baker grade I". Later, healthcare professional reported through regulatory agency "rupture", "silicone perspiration", "color change" and "stage 1 capsular contracture". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Event description:
Healthcare professional reported "extracapsular rupture", "color modification" and "capsular contracture baker grade I". Later, healthcare professional reported through regulatory agency "rupture", "silicone perspiration", "color change" and "stage 1 capsular contracture". This record is for the left side. Device was explanted and replaced with another manufacturer´s device.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening broken device assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (non-penetrating nick) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.